Manufacturer narrative:
The system controller was returned for evaluation. The reported event of a yellow wrench advisory was confirmed during analysis. The log file submitted by the hospital staff for review and the log file downloaded from the returned system controller contained the same events. Throughout the log file the patient was only connected to external batteries, suggesting that they slept on battery power. On (B)(6) 2015 at 12:51am, the low battery advisory became active, and at 2:02am the low battery hazard became active. At 2:18am, the no external power alarm became active as the external batteries drained completely, and the backup battery was then in use. After 3:28am the backup battery was drained completely, as indicated by the time stamp resetting, and was accompanied with a motor stop and backup battery uninstalled alarm. The time stamp was not set for the remainder of the log file. When the power was restored to the system controller by the external battery, the actual speed recorded zero and then ramped up to the fixed speed of 9000 rpm¿s. The yellow wrench alarm was active during this time for the time clock not being set. The end of the log file captured driveline disconnect events, followed by power cable disconnect events suggesting a system controller exchange. The system controller was functionally tested and operated as expected. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months (calculated from the date when the system controller was issued to the patient.). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient fell asleep on battery power. Review of the log file by the manufacturer's technical services representative revealed that the patient was supported on battery power until the external batteries depleted. The pump continued to operate solely on the backup battery of the system controller until its depletion and then the system stopped. The system controller appeared to alarm appropriately throughout the event, however, the patient reported not hearing any of the alarms as he was sleeping. Later the same day, the patient reported that the system controller had 'stopped working' and performed a system controller exchange himself. The patient had reportedly not been feeling well the entire day and later in the evening realized that the "yellow wrench" led was blinking. Each time the patient exchanged his batteries an alarm occurred and only pump speed would display on the screen. The patient reportedly called another vad patient who directed him over the phone on how to exchange the system controller. The system controller was exchanged without incident and the patient stated that he is feeling much better and has had no alarms or further issues.